Manufacturer narrative:
According to the facility, the cap remained on the needle and the blood leaked on the patient's bed. This required the patient to be re-stuck. There was no serious injury to patient but according to the facility it was an inconvenience to be recollected and pain due to needle stick. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility, the cap remained on the needle and the blood leaked on the patient's bed. This required the patient to be re-stuck.